Manufacturer narrative:
Per -(B)(4)- initial report. Additional information, including the healthcare facility and surgeon of the primary surgery, post primary and pre revision x-rays, operative notes (primary and revision), patient age, activity level, medical history and weight, what was the patient doing at the time of the event, if the patient experienced any slips / trips or other trauma post primary surgery, if the patient followed correct post-op protocol, an update on the patient post revision has been requested in order to progress with the investigation of this event; and if received, will be provided in a supplemental report upon completion of the investigation. The reporter stated that the device details cannot be provided. Corin will contact the healthcare facility of the primary surgery for additional information, if the healthcare facility is identified. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Unity revision due to a loose femur after approx. 6 month after primary surgery.

Event description:
Unity revision due to a loose femur approx. 6 month after primary surgery.

Manufacturer narrative:
Per -4443 - initial report: additional information, including the healthcare facility and surgeon of the primary surgery, post primary and pre revision x-rays, operative notes (primary and revision), patient age, activity level, medical history and weight, what was the patient doing at the time of the event, if the patient experienced any slips / trips or other trauma post primary surgery, if the patient followed correct post-op protocol, an update on the patient post revision has been requested in order to progress with the investigation of this event; only the healthcare facility and surgeon of the primary surgery were provided. Corin contacted the healthcare facility of the primary surgery for additional information, and the devices details primary and revision surgery, alongside the patient age and gender, were provided. It was found that the femoral stem and tibial insert were revised and that the tibial tray and patella stayed in situ. The relevant device manufacturing records have been identified and reviewed. It was found that these devices were manufactured between 2019 and 2021 and conformed to material and dimensional specification at the time of manufacture. Based on the above, no further investigation can be conducted, and the root cause of the reported femur looseness could not be determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.